Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter tip was found intact but split apart after removing it from the patient. The following information was provided by the initial reporter: "when the catheter was removed from the patient, the tip was intact, but the tip was split."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter tip was found intact but split apart after removing it from the patient. The following information was provided by the initial reporter: "when the catheter was removed from the patient, the tip was intact, but the tip was split."